Manufacturer narrative:
Patient age, date of birth, gender, and weight are not available from the facility. The device was returned to the manufacturer for evaluation. The guidewire was present, and stuck inside the device upon receipt. Inspection found that biological material was present within the device. Once the device was decontaminated, the guidewire could be easily removed. There was visible damage to the tip of the device, likely caused by lack of proper hydration technique during use.

Event description:
It was reported that during a vascular intervention procedure to treat a heavily calcified lesion, the guidewire was unable to be pulled back into the laser catheter. Upon removal of the laser and wire together, the tip of the laser was deformed. Upon evaluation of the returned device, it was found that the epoxy cap had been compromised to the extent that there was a potential of exposure of the patient to manufacturing materials.